Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during drain 3 of 4. The home patient (hp) stated he was connected to the machine. The technical service representative (tsr) advised the hp to cycle power and a system error 2367 occurred. The tsr had the hp cycle power to press go to start, disconnect and remove the cassette to discard the supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated she was made aware of the event by the hp and explained that she reviewed proper procedures. The nurse did not recall the cause of the alarm but stated the hp was doing well on therapy with no further issues. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter?s investigation, the root cause of the report was undetermined.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.